Manufacturer narrative:
Correction: describe event or problem. Additional information: manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had channel error - 241.4140.0 was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer sent a complaint form that read as follows: "alaris pump alarming "channel error", channel was shut down then restarted. Alarmed again "channel error", channel was stopped, disconnected then reconnected, then alarmed a third time "channel error". Channel removed, replaced with a new channel and the alarms disappeared. Due to patient condition, unable to leave whole device set up with tubing. Biomed: biomed then received the service request (noting it was a psls) for lvp p118884 for investigation. Pump received and no evident physical damage to the pump biomed pulled pump the error log and event log which showed error 241.4140.0 around the reported time corresponding to the channel error message seen. This message corresponds to the pressure sensor on the patient side reading low voltage. Biomed confirmed patient side pressure sensor needed replacement. Biomed replaced pressure sensor. Biomed ran pump for hours with no errors and performed functional check and all tests passed. Date of event september 16, 2025. Time of event 8:45 am". There was patient involvement but no harm. We have received a copy of the health canada report: alaris pump alarming channel error". Channel was shut down then restarted. Alarmed again "channel error". Channel was stopped, disconnected then reconnected and then alarmed a third time "channel error". Channel removed, replaced with a new channel and the alarms disappeared. Due to patient, unable to leave whole device set up with tubing.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had channel error - 241.4140.0 was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer sent a complaint form that read as follows: "alaris pump alarming "channel error", channel was shut down then restarted. Alarmed again "channel error", channel was stopped, disconnected then reconnected, then alarmed a third time "channel error". Channel removed, replaced with a new channel and the alarms disappeared. Due to patient condition, unable to leave whole device set up with tubing. Biomed: -biomed then received the service request (noting it was a psls) for (B)(4) for investigation. Pump received and no evident physical damage to the pump. -biomed pulled pump the error log and event log which showed error 241.4140.0 around the reported time corresponding to the channel error message seen. This message corresponds to the pressure sensor on the patient side reading low voltage. -biomed confirmed patient side pressure sensor needed replacement. Biomed replaced pressure sensor. -biomed ran pump for hours with no errors and performed functional check and all tests passed. Date of event (B)(6) 2025. Time of event 8:45 am". There was patient involvement but no harm.